Event description:
Reporter stated that patient's blood glucose measured 209 mg/dl, while using the suspect device. Reporter noted that the corresponding test was stored as 562 mg/dl in the device's memory. Patient did not modify therapy based on this value. No patient injury was reported and no treatment was received. During review of the device's memory, it was discovered that the value of 562 mg/dl was obtained at 2:09 pm. Technical support requested the return of the suspect product and replacement product was shipped.